Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer was hospitalized due to high blood glucose of 800mg/dl on (B)(6) 2018. Customer¿s current blood glucose was 170mg/dl. Customer had symptoms like nausea, vomiting, abdominal pain, difficulty breathing. Customer was treated with emergency room and admitted to hospital customer was not wearing insulin pump during hospitalization. Customer alleging possible pump under delivery. The drive support cap appears normal. Insulin pump will be return for analysis.

Manufacturer narrative:
Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected alarm error test and displacement test. Pump passed the dat test inches. No excessive no delivery alarms noted. Unit received with cracked case at display window corners, display window and reservoir tube lip. Unit received with broken off piece at the battery tube threads. Unit received with minor scratched display window and case.